Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of noise and non-sustained ventricular oversensing. No inappropriate therapy was delivered. The patient presented in clinic and the device was reprogrammed. The patient was stable and will continue to be monitored via follow-up appointments.